Event description:
The customer reported to olympus, channel four (4) (auxiliary water channel) on the evis exera iii colonovideoscope was clogged. The issue was detected after manual reprocessing, during placement in endoscope washer machine and start-up of the cycle. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The flexibility adjustment ring, grip, control unit, switch box, left/right/up/down knobs, scope cover case, universal cord, and light guide cover glass had a scratch. The scope cover was shaved. The indication on switch one (1) was unclear. There was a gap between color ring and the protector of the control section. The suction cylinder and scope cover unit had discoloration. The plug unit was damaged. The plastic distal end cover had a dent. The objective lens had a chip. The light guide lens had a crack. Due to damage on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to damage on the air/water tube, air supply volume did not meet the standard value. Due to clogging of the nozzle, no water was fed. Due to wear of the angle wire, the play of the up/down/left/right knobs was out of the standard value. Due to deterioration of the braid of the bending tube, tightness of the braid had become uneven. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to improper reprocessing after previous reprocessing, nozzle was clogged with foreign material, such as gauze / piece of peripheral products / body fluids / adhering matter of chemical agent used. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. There is a possibility that the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU statement: "reprocessing manual_ precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ clean the external surfaces of the insertion section immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Presoaking the endoscope.¿ olympus will continue to monitor the field performance of this device.